Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the needle was lodged inside of the expressew iii w/o hook and visible on the lower jaw. The tip was broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device, it is possible that the needle was not inserted in a correct way and therefore caused the needle to get jammed. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair procedure, it was found that the expressew iii needle pk5 device had a needle stuck in its shaft and could not be removed. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): device fractured. The procedure was delayed slightly, though the exact duration of the delay was not specified. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.